Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-jul-27 arjo was became aware of a malfunction involving citadel bed. Following the information reported the radius arm dislodged from bed's frame. The bed was returned from the facility with no explanation on how the malfunction occurred. There was no indication of patient's involvement, no injury nor other medical consequences were reported. Upon bed evaluation arjo technician was not able to define the exact cause of malfunction occurrence. In his opinion some excessive force being applied on a device contributed to the incident, however no visible signs of abuse were noticed. The c-clip securing the radius arm was no longer attached to the bed's frame during device inspection, however it could came off as a result of radius arm detachment. It needs to be emphasized that all manufactured citadel beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. It is also worth noting that the citadel bed has been designed, produced and certified to meet the requirements of standard en 60601-2-52. The citadel beds are passing the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - safe working load, 201.9.8.3.2 - static forces due to loading from persons or 201.9.8.3.3.1 dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage accordingly to product's instructions for use. Summarizing, upon the device inspection conducted by arjo technician we were not able to identify the exact cause of the malfunction occurrence. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment . The radius arm detached from bed's frame and from that perspective, the citadel bed did not meet its manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was became aware of a malfunction involving citadel bed. Following the information reported the radius arm dislodged from bed's frame. The bed was returned from the facility with no explanation on how the malfunction occurred. There was no indication of patient's involvement, no injury nor other medical consequences were reported.